Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent excision of synthetic mesh and repair of vaginal wall defect on (B)(6) 2011 due to exposed synthetic mesh into the vagina.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary frequency and urgency.

Event description:
It was reported that following insertion the patient experienced dyspareunia, urinary frequency and urgency.